Event description:
It was reported that a malfunction occurred on the customer's pump while they were outside. The customer¿s blood glucose (bg) level displayed as "high"; although specific values were not provided. The customer took no corrective action at that time to address the elevated bg level. The pump was replaced to resolve the issue, and the customer will use the current pump for insulin therapy until replacement pump arrives.